Event description:
It was reported the pt was experiencing increased baseline spasticity and increased tone. The pt is treated for spasticity with an intrathecal drug delivery pump. The drug used in the pump is lioresal 2000 mcg/ml (dose unknown). The health care provider (hcp) noted the expected reservoir volume was 9.4 ml while the actual reservoir volume was 0.1 ml. There was difficulty aspirating the reservoir. The tubing and needle used for the aspiration procedure were checked, and were reportedly patent. The needle orientation was appropriate. Additional troubleshooting was being considered. Additional info has been requested, but was not available on the date of this report.